Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 with signs of infection. The implantable cardioverter defibrillator system (ICD) was explanted on (B)(6) 2022 due to confirmed infection. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.